Manufacturer narrative:
Device history records were reviewed and it was confirmed that the manufacturing process showed no issues, deviations or variances. Quality control inspection reports were reviewed and the pull test results were noted to be within specifications. Returned sample was evaluated; confirmed the tip was broken off from the catheter. The evaluation observed that remnants of glue were still present on the part. This means that this part was processed through glue joint operation at the manufacturing site. Team was not able to identify any sign of possible failure mode related to manufactured process. The cause of the reported incident could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).

Event description:
It was reported that the tip of a vortex CT port broke off the catheter. It is unknown if the product was ever in contact with a patient, however, no patient harm was reported.